Event description:
The heating pad burnt the customer skin in a small place. The customer did not provide location of burn. The customer reported that she was 'fine' and that the pad just got too hot.

Manufacturer narrative:
Product evaluation and testing showed that the product had been mis-used by allowing the pad to fold onto itself. The instructions warn against folding the device onto itself. Also, misuse from lying on the pad could cause the same results. The instructions warn against lying on the pad. The manufacturer of the product supplied a letter stating there has not been reported problems with the product like reported in this complaint.